Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The patient was in the ICU and the ultrathane mac-loc locking loop multipurpose drainage catheter had been in place for approximately 2 days. The nurses noticed that the hub had come off and fluid was coming out. The catheter was clamped and the patient was taken to ir for removal and replacement of another device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been previously conducted to address this failure mode.